Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure, the device allegedly did not expand. It was further reported that the device allegedly slipped out a little and still would not get out of the shirt. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. H10: manufacturing review: a review of the lot history records was performed with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. Investigation summary: the stent graft delivery system was returned for evaluation; the stent graft was found still loaded in the delivery system, radio-opaque markers at the proximal end of the stent graft were bent against the pusher which probably resulted from high deployment forces and the sheath was elongated which leads to confirmed results for positioning failure. Based on available information and the evaluation of the returned sample, the investigation is closed with confirmed results for positioning failure. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. The instructions for use states "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding preparation of the device the instructions for use states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment. A super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure". The packaging pictograms indicate a 10f and a 0.035" guidewire. H10: d4 (expiration date: 06/2026), g3, h6 (device) h11: d4, h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure, the device allegedly did not expand. It was further reported that the device allegedly slipped out a little and still would not get out of the shirt. There was no reported patient injury.